Manufacturer narrative:
Other text: h6: health impact and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Service history review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
No product information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary, in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported that the screen broke. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.additional information was received via email 14-oct-2022. Event date updated. Event occurred during preventive maintenance. No patient involved.